Event description:
Customer reported the high voltage cable is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable assembly. System operates as intended.